Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in a 19-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included ovarian cyst and dizzy. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), estrogens conjugated (premarin), ferrous sulfate, medroxyprogesterone acetate (provera), ondansetron (zofran) and vitamins nos (multivitamin). On (B)(6) 2002, the patient had essure (ess205) inserted. In (B)(6) 2002, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2002, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"), 2 months after insertion of essure (ess205). In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). On (B)(6) 2009, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"). On (B)(6) 2009, the patient underwent transfusion ("other injury(ies) or complication please describe: bloodtransfusion") and experienced anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2009, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced uterine haemorrhage ("uterine hemorrhaging"), menorrhagia ("heavy bleeding"), abdominal pain lower ("cramping") and metrorrhagia ("metrorrhagia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain had not resolved, the uterine haemorrhage, genital haemorrhage, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, anxiety, urinary tract infection, transfusion, anaemia, menorrhagia, abdominal pain lower and metrorrhagia outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, anaemia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, transfusion, urinary tract disorder, urinary tract infection and uterine haemorrhage to be related to essure (ess205). The reporter commented: insertion date provided in pfs : (B)(6) 2002 (discrepancy noted) patient received treatment for pelvic pain, metrorrhagia and anemia. Most recent follow-up information incorporated above includes: on 11-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), uterine haemorrhage ("uterine hemorrhaging") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included ovarian cyst and dizzy. On (B)(6) 2002, the patient had essure (ess205) inserted. In (B)(6) 2002, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). In (B)(6) 2010, the patient experienced anxiety ("mental anguish"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue and anxiety outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, migraine, nausea, pelvic pain, urinary tract disorder and uterine haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 25-jul-2018: plaintiff fact sheet received: mental anguish event was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), uterine haemorrhage ("uterine hemorrhaging") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included ovarian cyst and dizzy. On (B)(6) 2002, the patient had essure (ess205) inserted. In (B)(6) 2002, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia and fatigue outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, migraine, nausea, pelvic pain, urinary tract disorder and uterine haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received - new events "abnormal bleeding (general), apareunia (inability to have sexual intercourse), depression, bladder problems or changes, urinary problems or changes, migraines, headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, did not undergo an essure confirmation test" were added. Product implant and explant date was updated. New reporter were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in a 19-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included ovarian cyst and dizzy. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), estrogens conjugated (premarin), ferrous sulfate, medroxyprogesterone acetate (provera), ondansetron (zofran) and vitamins nos (multivitamin). On (B)(6) 2002, the patient had essure (ess205) inserted. In (B)(6) 2002, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2002, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"), 2 months after insertion of essure (ess205). In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). On (B)(6) 2009, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"). On (B)(6) 2009, the patient underwent transfusion ("other injury(ies) or complication please describe: bloodtransfusion") and experienced anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2009, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced uterine haemorrhage ("uterine hemorrhaging"), menorrhagia ("heavy bleeding"), abdominal pain lower ("cramping") and metrorrhagia ("metrorrhagia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain had not resolved, the uterine haemorrhage, genital haemorrhage, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, anxiety, urinary tract infection, transfusion, anaemia, menorrhagia, abdominal pain lower and metrorrhagia outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, anaemia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, transfusion, urinary tract disorder, urinary tract infection and uterine haemorrhage to be related to essure (ess205). The reporter commented: insertion date provided in pfs : (B)(6) 2002 (discrepancy noted) patient received treatment for pelvic pain, metrorrhagia and anemia. Most recent follow-up information incorporated above includes: on 11-jun-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') in a 19-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included ovarian cyst and dizzy. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), estrogens conjugated (premarin), ferrous sulfate, medroxyprogesterone acetate (provera), ondansetron (zofran) and vitamins nos (multivitamin). On (B)(6) 2002, the patient had essure (ess205) inserted. In (B)(6) 2002, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2002, the patient experienced genital haemorrhage ("abnormal bleeding (general)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"), 2 months after insertion of essure (ess205). In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). On (B)(6) 2009, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"). On (B)(6) 2009, the patient underwent transfusion ("other injury(ies) or complication please describe: blood transfusion") and experienced anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2009, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced uterine haemorrhage ("uterine hemorrhaging"), menorrhagia ("heavy bleeding"), abdominal pain lower ("cramping") and metrorrhagia ("metrorrhagia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain had not resolved, the uterine haemorrhage, genital haemorrhage, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, anxiety, urinary tract infection, transfusion, anaemia, menorrhagia, abdominal pain lower and metrorrhagia outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, anaemia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, transfusion, urinary tract disorder, urinary tract infection and uterine haemorrhage to be related to essure (ess205). The reporter commented: insertion date provided in pfs : (B)(6)2002 (discrepancy noted) patient received treatment for pelvic pain, metrorrhagia and anemia. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received: event "metrorrhagia" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain"), uterine haemorrhage ("uterine hemorrhaging") and genital haemorrhage ("abnormal bleeding (general)") in a 19-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included ovarian cyst and dizzy. Concomitant products included estrogens conjugated (premarin), ferrous sulfate, medroxyprogesterone acetate (provera), multivitamins, plain (multi vitamin), ondansetron (zofran) and panadiene co (tylenol #3). On (B)(6) 2002, the patient had essure (ess205) inserted. In (B)(6) 2002, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder disorder ("bladder problems or changes") and urinary tract disorder ("urinary problems or changes"). On (B)(6) 2002, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and abdominal pain ("abdominal pain"). In (B)(6) 2009, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"). On (B)(6) 2009, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary"). On (B)(6) 2009, the patient underwent transfusion ("other injury(ies) or complication please describe: bloodtransfusion") and anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2009, the patient experienced transfusion ("other injury(ies) or complication please describe: bloodtransfusion") and anaemia ("blood or heart disorder/condition type: anemia"). On (B)(6) 2009, the patient experienced migraine ("migraines"), headache ("headaches") and nausea ("nausea"). On (B)(6) 2010, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy bleeding") and abdominal pain lower ("cramping"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, migraine, headache, nausea, dysmenorrhoea, dyspareunia, fatigue, anxiety, urinary tract infection, transfusion, anaemia, menorrhagia and abdominal pain lower outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, abdominal pain lower, anaemia, anxiety, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, transfusion, urinary tract disorder, urinary tract infection and uterine haemorrhage to be related to essure (ess205). Most recent follow-up information incorporated above includes: on 25-oct-2018: plaintiff fact sheet received, event added: uti, transfusion, anemia, menorrhagia, abdominal pain lower. Events onset date added, concomitant drug added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.